Manufacturer narrative:
A customer from (B)(6) alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. O harm was alleged. A systems assessment based on the available data of the alleged cobas liat analyzer s/n (B)(4) has been performed and no anomalies related to system parameters could be identified. For the alleged discrepant result, the channel for the sars-cov-2 target showed a weak but significant growth while the photometer signal, temperature and actuator movements were stable. Therefore, it is most likely a potential true positive call on the provided sample. The analyzer is performing as expected, a reagent kit investigation has been initiated and is ongoing. A supplemental report will be submitted on completion of investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. Per customer problem report, patient sample (run#1990) generated a positive result on liat analyzer, for sars-cov-2 target with a CT value of 36.41. Please note that there is no information regarding a retest of the sample. It is unknown if erroneous result was released. No harm alleged. Given the available limited information, a systems assessment based on the available data of the alleged cobas liat analyzer s/n (B)(4) has been performed and no anomalies related to system parameters could be identified. A reagent kit investigation has been initiated and is ongoing.

Manufacturer narrative:
The most likely cause for the discrepancy observed is due to the samples having a low viral load. Note that samples near or below the limit of detection (lod) of the test may generate wavering results. Low titer samples can also occur due to cross-contamination. (B)(4).